Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cable and plug assembly was evaluated and the wire terminals in the plug were tightened and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system shut down without command of the operator. There is no report of a patient injury or death associated with this event.